Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a suspend anomaly. The customer's blood glucose was unknown at the time of incident. Customer stated that he would wake up with the insulin delivery suspended. Customer also reported that she was hospitalized and it was related to diabetes. Customer stated that she was not using this replacement insulin pump prior to hospitalization and customer was treated with insulin drip while in the hospital. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.